Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 22:34:39. During night drain cycle two, the patient's ultrafiltration reading was 1371ml, indicating the home patient drained 1371ml more than their maximum programmed fill volume of 2200ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. It was determined that the cause of the iipv event was due to a false empty detect and use error, further specified as an inappropriate bypass of a low drain volume (ldv) alarm, not including the initial drain. The homechoice / homechoice pro apd systems patient at-home guide provides instructions on how to bypass a ldv alarm. The guide warns that bypassing a ldv alarm when there is still fluid left in the peritoneal cavity can result in an increased intraperitoneal volume (iipv) situation. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.